Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: the lot was manufactured between april 3, 2024 ¿ april 5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors underinfused during infusion. The product did not infuse completely, further described as, approximately 70% remained in the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.